Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead proved difficult to advance into the ventricular port of the pulse generator. The device was implanted. The patient was in stable condition.